Manufacturer narrative:
10/04/2017 09:10 am (gmt-4:00) added by (B)(6): the company cardiac assist senior territory manager reported that the customer biomedical engineer repaired the intra-aortic balloon pump (iabp). The biomed found moisture between the crm and the purge filter. The biomed flushed the fluid out of the filter and then replaced it. Everything tested fine after the repair. The iabp was put back into service.

Event description:
The facility's registered nurse (rn) from the intensive care unit (ICU) called stating the intra-aortic balloon pump (iabp) generated a "blood detected" alarm. The facility changed out the iabp before any troubleshooting was done. The new iabp is up and running. No adverse event reported. No patient injury or death reported. Serial number for the pump and the catheter were taken in case service needs to inspect the catheter.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The facility's registered nurse (rn) from the intensive care unit (ICU) called stating the intra-aortic balloon pump (iabp) generated a "blood detected" alarm. The facility changed out the iabp before any troubleshooting was done. The new iabp is up and running. No adverse event reported. No patient injury or death reported. Serial number for the pump and the catheter were taken in case service needs to inspect the catheter.